Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one severely bent grip notch which holding the clips, causing misalignment of the grip-tips. The grip notch was bent by 0.63mm. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument experienced insufficient grip, causing the hem-o-lock to get stuck at the end once closed. The tip appeared more closed than it should be, leading to the clips being dragged by the clamp when removed. The procedure was completed with no patient injury. No fragment fell into the patient. The issue did not cause a delay in the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle, resulting in an unsuccessful clip application due to the clip staying hooked. Hem-o-lok clips were used with a medium-large clip applier. The surgeon was unable to confirm if the vessel or tissue bundle exceeded the specified diameter suggested in the instructions for use (IFU). Additionally, it was not known how many times the clip applier had been used during the case when the incident occurred. The instrument is available for return to intuitive surgical for evaluation, but there are no photos or videos of the event available for review.